Event description:
It was reported that an unstable speed occurred on the system. A rotablator rotalink plus 1.25mm was selected for a percutaneous coronary intervention (pci) procedure. The system starts the speed at 200,000 rpm. During the procedure, when adjusting the speed down, it went up to more than 220,000 rpm. There was a small bang sound and then the advancer was leaking. The physician used a new rotalink unit and everything ran smoothly. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There were numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that an unstable speed occurred on the system. A rotablator rotalink plus 1.25mm was selected for a percutaneous coronary intervention (pci) procedure. The system starts the speed at 200,000 rpm. During the procedure, when adjusting the speed down, it went up to more than 220,000 rpm. There was a small bang sound and then the advancer was leaking. The physician used a new rotalink unit and everything ran smoothly. There were no patient complications. Additional information reported that the device was outside the patient during preparation when the issue occurred. There was no set speed. While connecting the tubes and switching on the rotablator, nothing happened. When testing the device using the pedal in work mode, the speed went up to 200,000 rpm immediately without any further action with the pedal. There is a button on the console to manipulate the pressure and influence the speed. The button was turned scale down to decrease the speed and while doing this, the speed went up. Then there was a "bang" and the rotablator was turned off. It was unknown why this occurred.